Event description:
Upon inspection and repair of the customer returned device, olympus found a gap in the adhesive on the distal end. There was no patient involvement.

Manufacturer narrative:
Additional defects identified during inspection include: lever mount broken, connector unit mouthpiece pin detached, acoustic lens damaged, probe unit dents, distal end deformed, forceps cover deformed, connecting tube scratch, connecting tube snakiness, connecting tube coating peel off, scope cover painting peel off, air/water cylinder discoloration, switchbox/flexible printed circuits (fpc)-unit cover painting peel off, switch box unit scratched, grip unit scratched, scope body scratched, lever mount broken, wire stopper came off, biopsy knob scratched, scope cover scratched, suction cylinder discoloration, suction cylinder nut painting peel off, air/water nut painting peel off, universal cord chemical damage, el-connector unit olycontact pin dirty, el-connector unit mouthpiece pin detached, angulation less or specified value, up down knob torque less or specified value, biopsy channel foreign materials, incised, cuts. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g3. Correction to g3 of the initial medwatch. The aware date should be 23-feb-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the cause of the gap in the adhesive likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.